Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged along the entire length of the stent with the struts overlapping and bunching distally in the proximal region. Due to the damage, the stent outer diameter could not be measured. No damage to the balloon was noted. Crimp stent markings were visible on the exposed balloon wall without any signs of positive pressure applied to balloon. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50 x 12 synergy drug-eluting stent was advanced, but resistance was felt during advancement. The device failed to cross the lesion and the stent was damaged during the procedure. The procedure was completed with another of the same device. There were no patient complications, nor injuries reported, and the patient's status was stable.